Event description:
It was reported the patient's ipg was inoperable, and lead migration. X-rays confirmed migration. Surgical intervention was undertaken during which the system was explanted and replaced. Effective therapy was confirmed.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.